Event description:
It was reported the pt was hospitalized in 2008 for symptoms of valve thrombosis. On three days later, the condition became worse and the physician used percutaneous cardiopulmonary support. On three days later, the valve was explanted and replaced with a tissue valve (model and serial number unk). According to the physician, the pt expired eight days later, due to multiple organ failures which was not related to the device. Thrombosis was observed on the explanted valve and the leaflets were fixed in the closed position.